Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer's insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer's wife stated the customer's insulin pump was exposed to fluid/moisture. They were on vacation and customer fell into the water with insulin pump on. Customer's wife stated that the insulin pump is currently not working. Troubleshooting was performed. The customer's wife was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.